Event description:
It was reported that on (B)(6) 2004 the patient presented the preoperative diagnosis of degenerative disc disease, l3-l4. The patient underwent a fusion of l3-l4 surgery using bmp2_acs. Per the operative report ¿¿.this allowed us to expose the transverse process of l3 and l4, and we obtained intraoperative radiographs which confirmed out levels. Following this, then the decorticated transverse processes of l3-l4, and placed a combination of bmp and tcp to obtain a good fusion bed¿¿ no patient complications were noted. On (B)(6) 2004 the patient was discharged from the hospital. On (B)(6) 2008, the patient presented acute lumbar pain and pseudoarthrosis. On (B)(6) 2011, the patient presented chronic low back pain and weight gain (B)(6). On (B)(6) 2012, the patient presented backache; muscle twitches od, right leg and forearm; and sore throat. Per the doctor¿s notes, he also ¿has to curtail activities and can¿t lift carry..¿ the patient also complained of a limited ability to walk distances. On (B)(6) 2013, the patient presented neck pain radiating to the shoulder aggravated by movement and lifting. Per the doctor¿s notes ¿left neck/shoulder pain after carrying his hunting rifle in (B)(6) 2012.¿ it was reported that the patient suffered an injury in 2002 and was subsequently diagnosed with degenerative disease. The patient had gone through ongoing therapy and medication use prior to the (B)(6) 2004 fusion with additional pain management and therapy after the surgery which included cortisone shots. The pain worsened, and the patient developed spasms and twitching. The patient also developed pain and tingling in his neck and as well as limited mobility. He walks assisted by a cane. It was reported that patient gained weight and in 2009 was diagnosed with type ii diabetes.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2004: the patient presented for review of recent studies. The patient's discogram was strongly positive and concordant at the l3-4 level and negative at other levels. MRI shows two level degenerative disease at l3-4 and l4-5. The l3-4 level appears to be the symptomatic level. On (B)(6) 2004: the patient presented with dizziness, numbness and tingling of the right leg. On (B)(6) 2005: it was reported that the patient's pain was extremely exacerbated during physical therapy. Patient was advised to report to the ER. On (B)(6) 2008: the patient presented for MRI of the lumbar spine. Findings: there is deformity of the right transverse process of l3. There is some ossification extending inferiorly. This may be a sequela of the patient's prior surgery. Alignment and height are maintained. The pedicles appear intact. There is minimal endplate spurring at l3-4. On (B)(6) 2009: the patient presented with low back pain . On (B)(6) 2010: the patient underwent a left ventriculography. Impression: abnormal coronary angiograms. The patient underwent stent deployment in the mid right coronary artery and in the distal right coronary artery. On (B)(6) 2012: the patient presented with pain on top of the left hand due to a crossbow injury.